Event description:
A dialysis home pt reported a system error 2240 alarm in drain 1/4 during treatment using homechoice device. The pt noted his transfer set became disconnected from the pt line of the homechoice set while he was sleeping, but is not sure how this occurred. The pt ended treatment at the time of the alarm. There was no pt injury or medical intervention associated with this incident according to the home pt.